Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). The remote service engineer (rse) noticed that there were several loose parts that needs to be fixed. The rse requested the device to be sent to bench for further repair. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicated that the board was defective and had a loose part. The parameter board was replaced. Based on the information available and the testing conducted, the cause of the reported problem was a faulty parameter board. The reported problem was confirmed. The parts were replaced at the bench. The device was operational after repairs were completed and the device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue microstream extension indicating that alarms for technical error measurement is absent. The device was in clinical use at time of event, no patient or user harm was reported.